Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the 20a fuse on the mobile view station (mvs) blew. The representative replaced the 20a fuse in the mvs and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a procedure, the imaging system has no line power to the mobile view station (mvs). There was no patient present when this issue was identified.